Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: n/a, UDI: n/a, serial: (B)(4), batch: n/a." Common device name: lead, model: n/a, UDI: n/a, serial:(B)(4), batch: n/a." Common device name: lead, model: n/a, UDI: n/a, serial: (B)(4), batch: n/a."

Event description:
It was reported as part of the abbott neuromodulation clinical research study, that surgical intervention took place where the drg leads were explanted due to infection. Due to being a clinical research study limited information was given. Investigation was unable to determine which of the leads attributed to the event.